Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered in 15 tubes as well as air bubble in gel with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mgs. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, general affairs department reported that the quality department of the blood center found scratches on the tube wall, bubbles in the separation glue and white foreign matter in some tubes of the same batch number in the sampling examination of five boxes of blood vessels. The customer quality department reviewed that the blood collection of the batch number did not match the requirements of the technical specifications for blood transfusion, and required the 20 boxes of the batch number to be replaced.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received 4 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm, scratch, and gel bubble with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm, scratch, and gel bubble with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered in 15 tubes as well as air bubble in gel with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mgs. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, general affairs department reported that the quality department of the blood center found scratches on the tube wall, bubbles in the separation glue and white foreign matter in some tubes of the same batch number in the sampling examination of five boxes of blood vessels. The customer quality department reviewed that the blood collection of the batch number did not match the requirements of the technical specifications for blood transfusion, and required the 20 boxes of the batch number to be replaced.